Event description:
A report was recieved that the physician wants to replace the patient's ipg as the patient is having issues charging.

Manufacturer narrative:
Additional information was received that the patient was able to fully charge their ipg and a revision is no longer necessary. The patient is doing well and receiving good coverage.

Event description:
A report was received that the physician wants to replace the patient's ipg as the patient is having issues charging.